Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the system and determined a bad current probe was at fault. The technician replaced the current probe and calibrated the system. The system was tested to factory specification. All tests were performed successfully.

Event description:
(B)(4). It was reported that the hcu30 displayed the error message "1001-2" which indicates an main output control water temperature sensor error. The incident occurred on startup of the device so there were no patient involved. (B)(4).